Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company's acceptance criteria. In case of an energy deviation which would cause an undercorrection in some stage an energy warning message would appear and treatment would be interrupted. This is why it is seen as most unlikely also with regard to the successfully completed treatments during the whole day that a device malfunction could have contributed to the reported event. The system history shows no abnormalities that could have contributed to this event. The review shows that the laser was successfully verified prior to and the date of event/treatment. Clinical review shows that the case looks like the inferior part was treated and superior was treated less. The patient already had superior steepening and due to this outcome it seems to be steeper now. If the flap is slightly decentered inferiorly and hinge is close to the ablation zone, when the surgeon protects the hinge with sponge, it may end up with a less treated area due to the blocking of the sponge. Since there had been a superior steepening preoperatively, this may show us a more steepening on post operative result. This information was discussed with the doctor and he agreed that the origin of the asymmetric treatment could be the presence of water near the hinge. It is the most probable cause for the doctor and the clinical application specialist. Although, a product malfunction can be excluded, the root cause could not be determined conclusively. The most likely root cause for the asymmetric treatment is the presence of water near the hinge. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported a refractive result of a laser treatment was not conform to expectations on a patient post lasik. Patient will be treated again with topography guided laser to correct refractive result. Doctor thought shift of treatment may be due to non fixation of the point of aim by the patient. Upon follow up, patient will be corrected with a two step topography guided treatment. Post-operative topography map showed a coma. Doctor did not notice any abnormal things during the treatment. Patient was fixated and no problem with the flap was reported.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Upon additional follow up, the doctor discussed with company representative and agreed that the most probable origin of the asymmetric treatment could be due to the presence of water near the hinge.